Manufacturer narrative:
(B)(4).

Event description:
It was reported that after undergoing heart surgery the patient was assessed in the recovery room. Upon interrogation, loss of ventricular capture was observed. A portable chest x-ray revealed that the right ventricular lead had dislodged into the right atrium. The lead was programmed off and the patient remained in the cardiac recovery unit. On (B)(6) 2016 the lead was explanted and replaced. At the post-operative follow up on (B)(6) 2016 normal ventricular capture and thresholds were observed. The patient would continue to be monitored as normal.